Event description:
Hosp reports vent inop.

Manufacturer narrative:
Lab testing: installed assembly into test fixture and set to run unit. The unit alarmed "tcc temp low". The heater pad in the chamber is not heating up. Found that the microtemp 4257a1 257 degree thermal fuse is bad.